Event description:
On 01-apr-2025, a clinical diabetes specialist (cds) reported that the user presented to the emergency department (ed) on (B)(6) 2025 due to hypoglycemia, with a reported blood glucose (bg) of 21 mg/dl. The user had initiated hemodialysis approximately one month earlier, and glucose variability had reportedly increased since that time. After the initial ed visit, the user continued to experience low bg events and returned to the ed two additional times before being admitted to the hospital on (B)(6) 2025. During one event, the user became incapacitated, and an ambulance was called by the user's mother. Treatment included intravenous fluids and hospitalization for glucose management. While hospitalized, the user's bg was managed with multiple daily injections (mdi). The user was discharged from the hospital on (B)(6) 2025. Following discharge, the user remained off the ilet and continued mdi therapy pending further evaluation by their healthcare provider.

Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.